Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 20:35:27. During night drain cycle five, the patient's ultrafiltration reading was 1650ml, indicating the home patient (hp) drained 1650ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be use error, inappropriate bypass of the drain, not including I-drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. Should additional relevant information become available, a supplemental report will be submitted.